Event description:
It was reported the patient has not used or charged his ipg since he had a pacemaker implanted in (B)(6) 2012. The sjm representative met with the patient and confirmed the ipg would not communicate with external devices. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.